Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced oversensing on ventricular lead was observed. The patient did not receive therapy. The oversensing was noted on stored egm.device reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.